Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h3, h4, h6, h10, h11. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. An olympus field service engineer (fse) was dispatched to the user facility and confirmed the reported issue. Pedal failure. The subject device will not be sent back to olympus for further evaluation and repair. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the pedal failure was due to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the foot pedal of the flushing pump failed. There were no reports of patient injury or harm with this event.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the foot pedal of the flushing pump failed. There were no reports of patient injury or harm with this event.